Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires were seen on the fenestrated bipolar forceps instrument upon opening the package. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.